Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was replaced in (B)(6) 2009 due to malfunction. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.